Manufacturer narrative:
Additional information: g2(add source), h6, h11. H11: a review of the event history log identified an infusion of magnesium sulfate on (B)(6) 2025 with a concentration of 1000 mg in 100 ml at a rate of 100 ml/hr for volume to be infused of 90 ml. The infusion ran for 54 minutes before completion and moving to keep vein open (kvo), after which an air in line alarm was observed. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump over-infused magnesium in the cardio vascular intensive care unit (cvicu). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.